Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The device was returned for evaluation. The reported no image issue was confirmed. The device socket was damaged. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause of the reported image issue was printed circuit board. Since it has been six years the device manufactured, it is possible that the parts have worn out or the device failed accidentally.

Manufacturer narrative:
The customer called the olympus service technician to report that the loaner is having same issue they reported with their initial device. The service technician offered the customer to speak with olympus technical assistance center (tac) to troubleshoot the device, the customer refused but wanted a tac to come onsite to evaluate the device. The service technician advised that tac would go through the troubleshooting steps and advise if the issue is device related or with another equipment. The customer decided to call back after speaking with her manager. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during a procedure, the evis exera iii video system center (loaner) does not display an image. No patient involvement or impact to patient care was reported.